Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) even was identified which occurred in the therapy initiated on (B)(6) 2011 01:26:58. During night drain cycle five, the patient's ultrafiltration reading was 1867ml, indicating the home patient (hp) drained 1637ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total ultra filtration removal set too low. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).